Event description:
It was reported that the patient was experiencing some dizzy spells. Physician ordered a holter monitor which revealed episodes of inhibited pacing. Unable to reproduce with isometrics and manipulation in the office. Discussion with the patient revealed the patient may have been using a gas powered weed trimmer/edger or had been working on a running boat engine at the time of the inhibited pacing episodes potentially caused by electromagnetic interference/electromagnetic compatibility. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).